Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired and/or the fiber was damaged at the tip at 13,309 joules and again at 77,000 joules. The device was not returned for eval.